Event description:
Inaccurate readings on bd logic. Analysis run on clarke error grid using mean average (176) as ref. Point vs. Bd reading of (62). Data point fell into the "c" zone of the grid, outside accetable ranges.